Manufacturer narrative:
Event date and implant date approximated since unknown.

Event description:
Patient reported to the watchman patient education center that a thrombus occurred. In (B)(6) 2018, patient underwent a successful watchman left atrial appendage (laa) closure procedure. During 45 day follow up appointment, patient was instructed to discontinue warfarin and start plavix. In (B)(6) 2019, patient presented for 1 year follow up transesophageal echocardiogram (tee) and a clot was discovered. At this time, patient was started on subcutaneous lovenox and has a follow up tee (B)(6) 2019.